Event description:
It was reported intermittent occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by resuming insulin and administering smaller bolus amounts to prevent occlusions.